Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during drain 4. He could not find the source of the leak. He discontinued treatment. He was advised to discontinue using the cycler. The set was discarded. During follow up the patient reported he had not had any signs of infection and he had not been prescribed any antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.